Event description:
It was reported that "something is shaving off the pin." Additional information indicated a coating on the pin is wearing off, causing it not to hold in the collet. The event occurred during testing, no adverse consequence was associated with the device.

Event description:
It was reported that "something is shaving off the pin". Additional information indicated a coating on the pin is wearing off, causing it not to hold in the collet. The event occurred during testing, no adverse consequence was associated with the device.

Manufacturer narrative:
The customer's complaint was confirmed; corrosion and score marks were found on the driveshaft of the device. Wear on the collet shaft can cause a pin to stick or not be gripped/driven properly. It is possible that the reported event may have been caused driveshaft scoring.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. Device has not yet been received.